Event description:
Procedure: lap gastric bypass. According to the reporter: surgeon was in process of completing the formation of gastric pouch with approximately 1cm of tissue remaining to staple and transect. The doctor placed the sulu across the tissue, closed the instrument, used counter-traction on the stomach and fired the instrument. He could see the tissue advance forward in the jaws, but was able to complete the firing. Upon removal of instrument, and inspection of the staple line there was bleeding from both the pouch and remnant sides indicating possible poor staple formation due to the moving tissue. Operating room delay was reported as approximately 10 minutes as it was resolved intra-operatively. He re-stapled the remnant side and hemostasis was good. He placed a suture at the corner of the suspect staple line on the pouch for retraction, dissected it off the angle of his and was able to place another sulu behind the first and resect it getting good hemostasis. He did an egd and did an air leak test with good result.

Manufacturer narrative:
(B) (4). (B) (4).